Event description:
It was reported that the patient was spending too much time recharging to get benefits from the unit. The patient stated that she had to spend 4-6 hours every day and sometimes as much as 8-10 hours "if she let it get real low." It was noted that this had been going on since getting the rechargeable stimulator. The patient stated that she maintained all 8 bars on signal. It was noted that the battery had been "dead" for 3 weeks and the patient confirmed with her recharger that there was no overdischarge. It was reported that the patient was charging more than expected since the implantable neurostimulator (ins) was implanted. The manufacturing representative last met with the patient about this issue 2.5 years ago and contacted again on (B)(6) 2013 regarding recharge frequency. It was reported that the manufacturing representative was not able to interrogate the ins due to it being in a discharge state. The estimated recharge interval was 2.7 days with the patient's current settings. It was noted that no out of range values were reported when performing electrode impedance. However, impedance range with reference electrode 14 was 7,640-8,525. Reference 0 impedance values were in range of 782-914 with the exception of 0-14 which was 8144. Electrode 14 was not used in programming. It was also reported that the patient had a surging sensation that started about a month ago when stimulation was turned on. The patient typically felt stimulation in the lower back, legs and down to the feet. The surging the patient felt was also in the back and mostly down the legs. It was noted that the patient always used the device but had it off for two weeks, during which the patient had not felt surging. When the patient felt surging, she would turn down the stimulation but the surging didn't feel less. It was noted that there was no known accident or incident related to this complaint. It was noted that the patient was reprogrammed. One group had a recharge interval of approximately 7 days and another group was added that had a recharge interval of approximately 5.5 days.

Manufacturer narrative:
(B)(4).

Event description:
Additional information recieved reported the patient¿s programs only lasted a few days, but she had been too busy to follow up on it. It was noted the patient had moved and the manufacturer representative in her new area was to follow up with her.

Event description:
Additional information received on (B)(4) 2013 reported that the issue resolved the day of the report with assistance. About two weeks later it was reported that the patient stated that coverage, pain relief, and recharging intervals were much better.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4): product type recharger; product ID 37743, serial# (B)(4): product type programmer; patient product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009: product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009: product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009: product type lead. (B)(4).

Event description:
Additional information reported indicated that scs (spinal cord stimulator) was reprogrammed on the day of the report. An impedance test was performed and #14 electrode was out of range. It was not being used so it was thought "all was ok for now and she was happy."